Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant of the right atrial (ra) lead that the lead dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.